Event description:
Attorney's report of patient's alleged bowel obstruction, intertwined hernia with mesh, abdominal pain, swelling, nausea, sickness and disfigurement to his abdominal area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.